Event description:
It was reported that there was a short time to battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Evaluation summary: (B)(4): performance data collected from the device was analyzed and revealed "battery depletion indicated/eri". Two patient alerts for low battery voltage on (B)(6) 2010 and (B)(6) 2010. Eri reached on (B)(6) 2010 02:15:03, device eri<= 2.62 v. Daily trend data shows bat=2.62 v between (B)(6) 2010 and (B)(6) 2010.